Event description:
It was reported that the user performed supply change steps out of order on the ilet system, applying a new infusion set before filling the tubing, confirming drops and selecting to replace the infusion set, then performing a fill cannula while disconnected; the agent instructed the user to disconnect, perform a fill tubing only until drops were observed, and then reconnect, after which insulin delivery resumed, consistent with a use-of-device problem associated with an unspecified component. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, indicating normal device function with the issue attributable to user procedure. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.